Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Therapy has resumed.

Manufacturer narrative:
(B)(4) recall:this ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The patient reports he is unable to turn the stimulation on with the magnet, however stimulation can be turned off using the magnet. The patient reports this issue began recently. Surgical intervention may be pending to address this issue.

Event description:
Product returned 10/26/2016.